Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's ins failed. The patient said that the ins didn't have enough battery life or was strong enough to do what it was supposed to do. They charged the ins and it would not last 2 hours. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that the cause of the battery depleting quickly was not determined. Nothing was done to resolve the issue. The issue has not been resolved. Patient indicated they requested a new ID card for stim unit. This unit never worked. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Marked other for heart attack reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, via a manufacturer representative (rep). It was reported that the patient spoke with the rep over the phone and alleged they received a recall notice on their device, stating it was a letter wanting them to sign, answer and send back. The rep said that the patient mentioned they called in about a month ago to patient services (ps), and they walked them through how to get into MRI mode and the patient mentioned the stimulator never worked, that it was faulty and then the patient received the recall letter. The patient thought that the reason why the device never worked was because of the recall. Ps reviewed with the rep, that based on what was on recall list, they did not see anything for the patient's device and felt like the letter might be follow up letters that are usually sent out to patients after they call in. The rep reported the patient also mentioned they had not used the device in years because it never worked, and at some point it made the patient urinate and have a heart attack. It was reviewed to have the patient or the healthcare professional call into ps regarding the concern about the recall. No further complications were reported/anticipated.